Manufacturer narrative:
(B)(4).a batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. The root cause of the system error 2240 alarm was related to an open clamp on a supply line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice (hc) during dwell 3 of 4. The home patient (hp) stated he left a clamp open on an unused supply line, causing the se 2240 alarm. The hp was advised to discard all of the supplies and to report the alarms to the peritoneal dialysis nurse in the morning. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.